Event description:
It was reported the lead was attempted but not used due to noise. It was reported the lead was attempted but not used as the hcp was not able to sense from lead tip in unipolar or bipolar with the helix retracted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix mechanism.